Event description:
It was reported that the drug line was occluded. Two ekosonic endovascular systems were selected for use in a bilateral pulmonary embolism case. During the procedure, all four lumens of the two catheters (2 drug and 2 coolant) were unable to be flushed. All four lumens were previously aspirated. Three different pumps were attempted, and some blood came back up the lumens. Flushing was attempted with a 3cc syringe, but the pumps did not work. The pump pressure limits were observed to be maxed out. The catheter was pulled back 0.5cm, but it still would not flush. It was suspected that thrombus was most likely drawn into the catheters when they were aspirated. The catheters were withdrawn and exchanged for pigtail catheters. No patient complications were reported. It was further reported that the occlusions of the 2 drug and 2 coolant lumens occurred shortly after catheter placement while the patient was still in the cath lab. Therapy had not yet started. Clot/thrombus resolution was ultimately achieved.

Event description:
It was reported that the drug line was occluded. Two ekosonic endovascular systems were selected for use in a bilateral pulmonary embolism case. During the procedure, all four lumens of the two catheters (2 drug and 2 coolant) were unable to be flushed. All four lumens were previously aspirated. Three different pumps were attempted, and some blood came back up the lumens. Flushing was attempted with a 3cc syringe, but the pumps did not work. The pump pressure limits were observed to be maxed out. The catheter was pulled back 0.5cm, but it still would not flush. It was suspected that thrombus was most likely drawn into the catheters when they were aspirated. The catheters were withdrawn and exchanged for pigtail catheters. No patient complications were reported.